Manufacturer narrative:
The customer's reported complaint of the autopulse platform drive shaft not in home position and does not rotate was confirmed during initial functional testing and archive data review. The encoder drive shaft was observed damaged, thus unable to rotate to the home position. To remedy the issue, the encoder drive shaft was replaced. Visual inspection was performed and noted no damage upon receipt. During functional testing, user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) displayed upon powered on the device, thus confirming the reported complaint. The encoder drive shaft position was not within the normally acceptable range. The archive data review indicated multiple error message (ua) 45 on (B)(6) 2018 but not on the customer reported event date of (B)(6) 2018. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the autopulse with serial number (B)(4).

Event description:
During the shift check, autopulse platform (sn (B)(4)) was observed with drive shaft not in home position and does not rotate. Customer used a lifeband to unlock the drive shaft without success. No patient involvement was reported.